Event description:
Customer reported experiencing a high blood glucose event, but the specific level was not known as it displayed "high." To resolve the issue, the customer changed the infusion set and cartridge. Control iq feature was on during the event, and the customer was experiencing frequent high blood glucose levels. Additional follow-up was requested for further assistance.